Event description:
It was reported that during surgical procedure of "irrigation and debridement of right leg hematoma" the surgeon wanted to use the versajet hydrodebrider to debride the wound. However, he could not get the versajet to work. The surgeon then had to perform a non-excisional debridement of the entire wound cavity using a large bore curette. No further complications for the patient was reported.

Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please see below the results of our investigation. As of today, no product return for this complaint has become available. Without return of the actual device we are unable to confirm the details supplied in the complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. If the complaint device is returned in the future then this complaint may be reopened.